Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient received inappropriate therapy due to afib with rapid ventricular response for svt. There was intermittent undersensing of afib on the atrial channel which resulted in inappropriate detection of svt. Programming changes were made and device remains implanted.